Manufacturer narrative:
Product analysis: the misalignment and inability to calibrate were confirmed. The stylus and arrow on the display did not align, and there was an inability to select in the upper right of the display or select the appropriate function to calibrate. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The circuit boards and mechanical parts were inspected and replaced as required. The hard drive was reconfigured, the software reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus and cursor were not aligned on the display. It was further reported that calibration attempts were unsuccessful. The programmer was returned for service. There was no patient involvement.